Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they had their the lead taken out like a month ago and patient confirmed that the lead was not moving. No further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that there was pain and blood on the bandages. The patient mentioned bruising and she thought the leads may have moved. There were no further symptoms reported or anticipated.